Event description:
The hospital reported that vasoview hemopro 2 was used to collect safena. Even though it was connected to the insufflation tube line at the btt port, insufflation could not be performed smoothly, so a new product was opened and used. There was no impact on the patient, and the surgery was completed without any problems.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 was used to collect safena. Even though it was connected to the insufflation tube line at the btt port, insufflation could not be performed smoothly, so a new product was opened and used. The btt was properly inflated. Flow rate 3l pressure, 12mmhg. There were no procedural delaysthere was no impact on the patient, and the surgery was completed without any problems.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,e1,e3,g3,g6,h2,h3,h6,h11. The lot # 3000434144 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.